Event description:
Healthcare professional reported that patient was injected with 1.2ml juvéderm® voluma¿ with lidocaine in cheeks (ck1,2), nasolabial folds (nl1,2), and nose. Two weeks later, patient experienced "vascular collapse, septal deviation, turbinate hypertrophy. Irritative rhinitis. Edema caused infiltration - orl."

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information reported patient had a good result in their last application with a dose of 30ui (for example). In their new application, they almost double the dose was applied with no effect.

Manufacturer narrative:
Additional, changed, and/or corrected data.